Event description:
Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse she was not aware of any excessive drain volumes or overfill symptoms. The nurse stated that there was no patient injury or medical intervention associated with this event. No further information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intra-peritoneal volume (iipv) that was discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be: insufficient drain / use error as the tidal ultrafiltration removal was set too low. Labeling review found the labeling to be adequate for the use error identified in this complaint. A service history review revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 16. The patient's drain volume was 1707ml. The fill volume is 900ml. Which meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.